Event description:
Initial result for a patient bicarbonate was 69 meq/l. When repeated, the result was 25 meq/l. The incorrect result was not used to guide therapy. The field service representative found the discrepancy was caused by a malfunctioning valve and repaired the instrument by replacing the valve.